Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit . The technician could confirm the problem with the jumping device keys and replaced with a new one. The technician performed maintenance as per service manual and tested the device for functionality. All tests were performed successfully.

Event description:
(B)(4). According to the customer: it was reported that the adjustment potentiometer on the hcu30 jumped up and down from the selected value. Additional information: the incident occurred during preventive maintenance so there was no patient involvement. (B)(4).